Event description:
(B)(4). My periods are painful and I bleed like I'm miscarrying a baby. My left side is always in pain. My uterus is the size of a ten week pregnancy. They are having issues seeing left essure. My back hurt so bad. It's hard to sit very long without pain. Sex is painful.